Event description:
It was reported that during initial vns implant surgery, the lead electrode broke when the surgeon attempted to place it on the patient¿s nerve. It was noted that the surgeon may have caused the damage to the lead. The damaged lead has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the explanted lead was completed. The lead was returned intact. The (+) white electrode ribbon appeared to be stretched with what appeared to be remnants of dried body fluids on the surface. The helical appeared to be misshaped with what appeared to be specs of dried body fluids on the surface and the suture appeared to be partially detached. The (-) green electrode quadfilar coil appeared to be kinked. The (-) green electrode ribbon appeared to be stretched and mangled with what appeared to be remnants of dried body fluids on the surface. The (-) green electrode helical appeared to be misshaped, partially cut with what appeared to be specs of dried body fluids on the surface and the suture appeared to be partially detached. This most likely occurred due to manipulation of the lead during the attempted implant procedure while attempting to place the electrodes on the vagus nerve. Setscrew marks were not observed on the connector pin. The condition of the lead assembly returned is consistent with conditions that typically exist following an attempted implant procedure; therefore the absence of setscrew marks on the connector pin and abrasions on the connector boot and outer silicone tubing is evidence that the lead assembly was not fully implanted. No other obvious anomalies were noted. Continuity checks of the returned lead assembly were performed with no discontinuities identified. Overall length and resistance measurements of the complete returned lead were determined to be in compliance with those defined in the manufacturing specifications.